Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced decreased blood glucose (bg) of 45 mg/dl which was addressed with the customer terminating insulin deliveries. The suspected cause for the bg was unknown. Tandem technical support performed a pump system check and found the pump to be functioning as intended.